Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported that she smelled insulin and could see fluid in the reservoir compartment. Customer stated, she dried the reservoir compartment out with a q tip. Customer stated, the reservoir was used. Customer stated she was given some cough syrup and her blood glucose elevated but she was not sure if it was because of the cough syrup or the reservoir leak. No cracks or splits fond on the reservoir barrel. Customer stated the snap cap has a little wiggle room. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.